Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and faded serial number label. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the clear plastic ring on the top of the reservoir was sliding down the tubing. Customer stated that she was removing the insulin pump from her pocket and she realized the clear reservoir ring was coming down and not staying in place. Customer also stated that the top of the reservoir compartment was no longer stationary. It was noted that the customer's blood glucose reading at the time of the call was unknown however the customer was feeling fine. The device is being returned for analysis.